Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 after a 3 second low flow alarm and a possible internal cardioversion defibrillator (ICD) shock. The patient also had chest pain and elevated troponin levels on admission. Additional information was received that the patient was euvolemic and vital signs were stable. There had been no further alarms as of (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event could not conclusively be determined. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, outlines adverse events that may be associate with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that elevated troponin was not related to a myocardial infarction (mi). The patient was recently implanted and was still healing from myocardial coring.